Event description:
It was reported that the patient presented remotely via merlin net. Review of transmission revealed that the pacemaker was missing diagnostic data and was in an ongoing calibration. No changes or intervention was reported. There were no patient consequences.